Manufacturer narrative:
Manufacturer's ref. No: (B)(4). A non-sterile cerepak freeform xsft 3mm x 6 cm embolic coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the embolic coil was still attached to the delivery unit. The manual break was attempted at the proper location. The proximal end of the puller wire was exposed. The puller wire was slightly pulled and the embolic coil detached from the delivery system. Microscopic inspection was performed, and the proximal end of the embolic coil was stretched exposing the blue fiber. Several kinked conditions were noted on the embolic coil. No other damages were observed on the embolic coil. No unintentional weld was noted on the loop hole; however, the loop hole was noted to be occluded by dried blood residues. A manufacturing record evaluation was performed for the finished device 31345669 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the failure to detach is confirmed based on the attached condition of the embolic coil to the delivery unit after activating the manual break. The occluded condition of the loop hole suggests that the saline flush could had been insufficient, since according to risk documentation, an insufficient continuous saline flush can increase resistance / friction between microcoil system and the microcatheter resulting in accidental mechanical product damage which can lead to a potential degradation of device performance due to embolic coil damages such as stretching and kinking. There is no indication that the issues reported in the complaint result from a defect inherently related to the cerepak device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#:(B)(4). Updated sections on this medwatch: b4, g3, g6, h2 and h11. An image was provided, and the analysis was performed by an independent physician, the result is shown below: "the description is clear, and the complaint is about failure to detach of a cerepak coil. The risk of non-detachment is known. From the description it is not clear if the coil was returned for analysis". A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h1, h2, h6 (health effect - clinical code and health effect - impact code) h11 and concomitant products. The complaint was submitted with a photograph of the device, which is pending further analysis. Section b5: additional information was received on 11-feb-2025. Summary: per the information provided, the device deficiency was not related to the aneurysm rupture; ¿the aneurysm ruptured before any intervention had taken place. It ruptured when attempting to cross it with the micro-system.¿ the used microcatheter was a ¿prowler lp es 45 degree angled.¿ no coils were implanted prior to the aneurysm rupture. There was no resistance encountered when using the device. It was further confirmed, ¿the coil and rupture were not related.¿ regarding whether there an attempt to use the detachment handle, it was reported, ¿no, this doctor prefers the ¿manual-break-method¿.¿ no damage to the device was observed prior to inserting the coil, ¿but once the coil did not break during the manual method, a second attempt was made to pull the inside ¿pull-wire¿ to almost 10cm, that¿s when we realized it was not going to detach at all, further retrieving the coil back in its sheath.¿ the target vessel was a middle cerebral artery aneurysm. It was further commented, ¿the vessel was tortuous and in a non-favorable location.¿ the device is expected to be returned for further analysis. Additional information was received on 25-feb-2025. Summary: per the information provided, the three-minute delay was not considered clinically significant; ¿no, the delay was not considered to be clinically significant, the patient was already a complicated case due to the location of the aneurysm.¿ the prowler microcatheter also did not contribute to the rupture, ¿the aneurysm was already agitated, in my belief anything attempting to cross it would have contributed to the rupture.¿ it was also reported, ¿the patient was brought to open surgery for a clipping, after coils were placed to control the initial bleed.¿ per the additional information received on (B)(6) 2025, it was clarified that the alleged device deficiency did not contribute to the aneurysm rupture. Therefore, this event is no longer reportable to the us FDA as a serious injury. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Failure to detach is a known potential complication associated with the cerepak freeform embolic coil. Inability to detach coil in the target site could cause stretching, separation and/or premature detachment which could result in non-target site embolization, ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. In this case, the device was removed easily without the need for additional intervention. However, during the procedure the aneurysm ruptured which required an additional surgical intervention. It is unclear whether the device deficiency contributed to the aneurysm rupture; further investigation will be conducted. Based on the information currently available, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via email, that a cerepak freeform xsft 3mm x 6 cm embolic coil (xcr120306/ 31345669) was used for an endovascular embolization procedure. During the procedure, the user reported failure to detach the embolic coil. After several unsuccessful attempts, the coil was retrieved, and another cerepak coil was placed to complete the procedure. It was reported the device was removed easily without the need for additional intervention. However, during the procedure the aneurysm ruptured and required surgical clipping. It is unclear whether the device deficiency contributed to the aneurysm rupture. It was reported there were no post-operative clinical findings, and the event did not result in a less than desirable treatment outcome. The event was reported as such, ¿during the coiling case, when attempting to use the manual break method the coil did not originally detach when following proper steps. Furthermore, when pulling the inside wire in a second attempt to detach it still did not release. Finally, the coil was retrieved and another cerepak coil was placed.¿ was other medical intervention required: ¿yes. Ruptured aneurysm required surgical clipping.¿ no further information was made available at the time of this review.